Event description:
A report was received that a pt underwent a pocket revision because the pocket site was uncomfortable. The physician moved the pocket site. The pt is reportedly doing well following pocket revision.

Manufacturer narrative:
This is the final report.